Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump died suddenly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that it happened after changing the battery of the insulin pump. The customer was not calling back after receiving a new battery cap. The customer stated that the contacts on the battery cap are neither missing nor damaged. The insulin pump was neither dropped nor bumped. The display did not returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display.